Event description:
It was reported that the patient had an infection around where the implantable neurostimulator (ins) was located. The infection started in october and it cleared up, but appeared again the last couple of weeks. The patient also thought "sometimes wires might get infected." However, it was not clear if the wires had been infected. Follow-up is being conducted to obtain patient outcome and actions taken.

Event description:
Additional information received reported that the patient no longer had concerns with their device or therapy.

Manufacturer narrative:
Product ID 3889-28, lot# va0lfkh, implanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).